Event description:
New information notes that the lead was capped and replaced. It was also noted that the patient had been in an car accident prior to the reported high impedance. After the accident the impedance measurements increased.

Event description:
It was reported that high out of range high voltage lead impedance was noted on remote transmission. Monitoring, dft testing or capping the lead were suggested. The patient will be brought in for a follow-up assessment. The lead remains implanted.